Event description:
A letter dated (B)(6) 2015 was received on 02/25/2015 from an atty alleging that a (B)(6) male pt sustained a serious injury on (B)(6) 2015. The letter indicates that the pt is now deceased. At this time, it is unclear if the injuries contributed to the death. Zoll has contacted the atty for add'l info. At this time, no further details are available. The last downloaded data flag occurred on (B)(6) 2015. Upon receipt of add'l info, zoll will submit a supplemental report.

Manufacturer narrative:
Device eval: monitor sn (B)(4) and belt sn (B)(4) have not yet been returned for eval. Review of the pt's available downloaded data does not indicate any device malfunction. Device manufacture dates: monitor - 01/2014; belt - 01/2013.